Event description:
It was reported while using an unspecified bd syringe the connection was damaged. There was no report of patient impact. The following information was provided by the initial reporter: client purchased a PICC insertion pack through defries industries and it contained a bd 20ml plastipak syringe. They were unable to screw drawing up needle onto the syringe due to warped luer lok connection. It looks like it has been melted or bent somehow and was not fit for use. They then had to source a new syringe from somewhere else which took time and delayed putting the PICC in. Due to this syringe being in a procedure pack that was not made by bd: there is no clear identification of what product code this is or what lot number. The customer does not have this information. Therefore we do not know.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jul-2023. H6: investigation summary: multiple photos along with one 20ml syringe of an unknown material and lot were provided to our quality team for investigation. Through visual inspection, the threading is observed to be damaged. Final products are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. As the lot involved in this incident is unknown, a device history review could not be performed. The areas where pieces run in manufacturing area are protected to avoid damage on the product. While we could not identify a direct issue, the damage observed likely occurred due to the product jamming within the manufacturing equipment after the piece was molded and before the tip had cooled, causing the deformation within the threading as observed in the sample returned. H3 other text : see h10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd syringe the connection was damaged. There was no report of patient impact. The following information was provided by the initial reporter: client purchased a PICC insertion pack through defries industries and it contained a bd 20ml plastipak syringe. They were unable to screw drawing up needle onto the syringe due to warped luer lok connection. It looks like it has been melted or bent somehow and was not fit for use. They then had to source a new syringe from somewhere else which took time and delayed putting the PICC in. Due to this syringe being in a procedure pack that was not made by bd: there is no clear identification of what product code this is or what lot number. The customer does not have this information. Therefore we do not know.